Event description:
According to the interventionalist coronary angioplasty report, following cannulation of the right common femoral artery and vein with a 6-fr sheath, then the left common femoral artery with a 6 fr. Sheath. The plan was to put the impella device in through the left common femoral artery. In anticipation of that, he took a perclose system into the left common femoral artery. It should be noted that an angiogram of the external iliac and common femoral arteries. The arteriotomy sites were in the proper place and the vessels free of significant obstruction. Under ultrasound the common femoral arteries early on and they were large caliber. Armed with this information, the perclose system were advanced into the left common femoral artery however it would not advance. It "buckled" due to the patient's abundant adiposity above the arteriotomy site. The approach was abandoned, and a 7 fr 45-cm sheath was placed which was hemostatic. Attention was turned to the right common femoral artery. They advanced a perclose system in, turned 30 degrees medially and deployed. On pullback, they realized that the suture did not capture, so the system was pulled out. A second perclose system was advanced and captured and were able to pull back the system part of the way but then it could not be removed completely. It was noted to be caught at the arteriotomy in the common femoral artery. They attempted to advance and close the pads and withdrew again w/o significance. The interventionalist was able to pull back the system to some degree, but a part of the perclose system remained extended in the tract and probably in the common femoral artery. Direct pressure was held and a femostop was ultimately placed. A call was made for emergent repair with the vascular surgeon. The patient was taken to the operating room emergently for a right common femoral artery exposure with device removal. The surgery was performed without incident. The patient was admitted post operatively to critical care and is now on the telemetry unit and ambulating. Manufacturer response for perclose proglide vasuclar closure device, perclose proglide (per site reporter). Manufacturer's rep was made aware by my office of this device incident via email as well as by our cath lab staff.